Event description:
New information available on (B)(6) 2018 states that, since the event, the patient has had anxiety attacks and had not been able to sleep related to the concern regarding the device.

Event description:
It was reported that the patient presented in clinic for follow-up. During the firmware upgrade, the pulse generator went into backup. The patient experienced shortness of breath due to the event. The device was restored to the old firmware successfully. The patient was stable.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.